Event description:
Possible intermittent atrial under sensing and atrial events appear to be falling in blanking/refractory at times. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).